Event description:
Pieces of the tampon were still stuck inside - vagina [foreign body in reproductive tract], pieces of the tampon stuck inside [device breakage], expired product - tampon [expired device used]. Case description: consumer contacted via e-mail and stated that when she took a tampon out, she realized pieces of the tampon were still stuck inside. No serious injury was reported.

Event description:
Pieces of the tampon were still stuck inside - vagina [foreign body in reproductive tract]. Pieces of the tampon stuck inside [device breakage]. Expired product - tampon [expired device used]. Consumer contacted via e-mail and stated that when she took a tampon out, she realized pieces of the tampon were still stuck inside. No serious injury was reported.